Event description:
Candela corp received notice that it was a party in a legal civil action. The plaintiff alleges that candela's product was defective in design, construction, and manufacture leading to the plaintiff's injury. The notice alleges that the plaintiff suffered burns to her chest. There is also reference to "permanent personal injuries." The candela product involved was not identified.

Manufacturer narrative:
Candela corp is not aware of any factors contributing to involvement in this case. Further info to be determined in litigation.